Manufacturer narrative:
(B)(6). (B)(4). Location : hospital. Set screw location within construct unknown. Microscopically examined set screw rod interface node and surface. Threads do not show evidence of cross threading. Emanating rays on set screw rays suggest set screw back out. Set screw rod interface node height and morphology of node deformation are atypical of full tightening. Node deformation height (at the center) is significantly different than bench comparison samples. Set screw rod interface node height and witness marks, and fas saddle witness marks indicate the rod or the set screws may have been oriented at an angle during final tightening. Films were supplied for review. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. Sometime post-op it was noticed that he setscrew separated from the construct. The patient underwent a revision surgery in which the set screw and pedicle screw were removed and replaced with new hardware. No additional patient complications were reported.

Manufacturer narrative:
Review of films found: complex construct t11-l3 with segmental pedicle screws shows loosening and dislodgement of right l3 set screw.